Event description:
The affiliate reported the device was used during an unknown prodecure. The device became hot and cannot be hand held and sometimes blocks. The case was completed with another device. There was no consequence to the patient.